Event description:
Boston scientific received information that this patient is weeping pus from his incision and is applying an over the counter ointment to it. The patient is also suffering diarrhea and fever and has for some time now. The patient states that there are pin holes in the incision where it is weeping clear fluid from. The patient went to the emergency room where he was checked and sent home. The patient is also concerned about his current heart rate setting, stating at implant it was set to 70 bpm, but his most recent check he is beating at 63bpm. The patient will get in to see his cardiologist in a couple of months. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.